Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years and two months of post deployment, the patient presented with abdominal pain. Around, three years and three months later, the patient denied of any abdominal pain. Around, eleven months and fifteen days later, computed tomography of abdomen and pelvis showed an inferior vena cava filter in place. Filter is in lower vena cava with its superior tip 3.9 cm below the renal veins. Anchoring struts are just above the confluence of iliac veins. There are six upper and six lower struts that do not show evidence of separation or fracture. There is a relatively long tip and this may have been designed for future removal, however the caval filter is tilted with its upper end abutting the right wall of the vena cava and this may limit potential for extraction. The posterior lower struts appear to have eroded through the caval wall. On the right side, a single strut extends 5 mm into the right psoas muscle. A more central strut abuts the anterior aspect of the l4 vertebral body without erosion and a left lateral strut abuts the left iliac artery. Around, one year and seven months later, the patient came for a follow up visit and presented with lower abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2014), g3, h6(device, method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.